Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2016 with the following findings: investigation revealed an unresponsive keypad. The pump was opened up and corrosion was observed on the keypad flex. Unrelated to the original complaint, there was visible moisture behind the display lens. A leak test was performed and failed due to a pump case leak. The pump case was cracked near the top right side of the display lens at the case seal. There was evidence of moisture on multiple pump components, including the printed circuit board. In addition, the display screen was dim and discolored.